Event description:
(B)(6) yo male presented to the emergency via help flight from rural community with possible diffuse brain edema/thrombosis. Admission to pediatrics. During central line placement an 18g arterial line was removed from the new sterile packaging - physician unable to pass guide wire through catheter - it was noted that possibly approximately 10mm length of catheter was flattened/occluded. A new arterial line was obtained w/successful placement.